Manufacturer narrative:
Date of report: 30may2019. Date rec¿d by MFR: 29may2019. The customer could not provide the patient's information. Multiple attempts were made to obtain additional information about the evaluation/repair of the device with no success. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 02nov2018. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the touchscreen did not work. No patient or user harm was reported. The event date was not specified; estimate used.